Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor fractured below the proximal end of the suture window, the proximal anchor was not returned. The actuator bar at the distal end of the insertion shaft is deformed. There is biological debris on the returned items. This failure has been determined to be related to the reported event. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder arthroscopy, when entering, the footprint suture anchor , it broke. All the pieces were removed from the patient. The device did not anchor to the bone because the correct attachment of the implant to the insertion cannula was not achieved, therefore there were no complications when removing it. The procedure was completed using a back-up device. The back-up device was used in the originally drilled bone hole. The orifice was cleaned with shaver and suction, and the bed was also prepared with a bur. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: h2: additional information on b5, b7 and h6.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, when entering, the footprint suture anchor, it broke. The procedure was completed using a back-up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.